Event description:
Customer performed control tests and received results of 11 and 14 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.